Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The polaris mmg system ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the physician found that the display screen was black. The procedure was not completed due to this event. There was no patient complications reported.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was not returned for analysis; however, the field service engineer (fse) performed an on-site inspection revealed that the device screen showed no display upon power on. After cleaning and reconnecting the display signal cable, the device was tested and found to be working properly. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: this investigation is assigned an investigation conclusion code of cause traced to component failure. This conclusion was selected because the reason for the display screen was black was most likely determined to be the display signal cable the fse analysis onsite and additional available information. Furthermore, fse cleaning and reconnecting of the display signal cable has resolved the complaint.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The polaris mmg system ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, the physician found that the display screen was black. The procedure was not completed due to this event. There was no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility: (B)(6) hospital.